Event description:
The manufacturer received information alleging a ventilator was alarming for an oxygen blending module board alarm condition. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for an oxygen blending module board alarm condition. During the evaluation of the device at the manufacturer's service center, "service required" e344 codes were found in the ventilator's downloaded error log. For all instances of e344, the error log indicates that the code was generated due to a fault with the oxygen blender module's o2 sensor. The o2 sensor is used to monitor the oxygen level inside the oxygen blending module. This type of failure would not affect the ability of the device to provide therapy to published specifications.